Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.0/+2.0/087 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019, the lens was exchanged with a longer lens due to refractive surprise, blurred vision, and lens rotation. The problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
The lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).